Event description:
The customer reported a diluent fluid leak of approximately 1ml from the probe on a coulter ac·t diff analyzer during startup. The leak was not observed while running patient samples. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of goggles, gloves and a laboratory coat at the time of the occurrence and there was no report of injury or exposure to the leak.. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/02/2015 and found the probe leaking when starting up as a result of back pressure in the diluent filters. The fse replaced the hydrophillic filters and diluent filters, and dated all filters. The repairs were verified per established service procedures. Beckman coulter recommends changing the diluent filters at specified intervals per the instructions for use; however, it is unknown whether the customer had changed the filters at the specified interval. (B)(4).